Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to the olympus shanghai (osh) (returned to osh on 2022/11/16). The evaluation at osh confirmed the occurrence of the reported ¿image discoloration¿ (green image) and traced it back to a defective cable assembly. Thus, the reported incident was attributed to component failure. The evaluation also found the cable insulation to be damaged. This damage was caused by external force and can thus be attributed to user error. However, it is not directly related to the reported image problem. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that during reprocessing the video telescope showed a discolored image. The later intended procedure was completed with a similar device and there was no report about an adverse event or patient injury.